Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that during a bilateral salpingo-oophorectomy, the instrument had caused some thermal damage to the bowel through the insulated sheath of the instrument.